Event description:
This report addresses a leak issue. The customer contacted baxter's technical service center to report an issue of leak on home choice (hc) during use. The home patient (hp) stated that he had found a leak in the supply tubing at the end near the connection to the bags. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Correction: updated. Sample was not returned for evaluation. The reported issue of leak was not confirmed and the cause was undetermined. A batch review was performed with no exceptions noted.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.